Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a pneumothorax during the implant procedure for this device. The physician confirmed the pneumothorax via fluoroscopy. The patient was administered oxygen and will be monitored. The device remains implanted and in service. No additional adverse patient effects were reported.